Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed to power on, failed to charge its internal battery, and a "service required alarm condition occurred . The device was not in patient use. The device's system board, internal battery and oxygen blending module board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, power suppy, oxygen blending module board and internal battery. The system board, power suppy, oxygen blending module board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a 3.3 vdc buss failure/short. The oxygen blending module board was evaluated and the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The power supply and internal battery were evaluated and found to operate to design specifcations.